Event description:
Inflamed large knee (right knee) [arthritis]. Swollen knee (right knee) [joint swelling]. Knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a physician and a nurse via a sales rep regarding a male pt, (age not provided), initials (B)(6). The pt was athletic and his medical history was not provided. On (B)(6) 2012, the pt initiated treatment with synvisc one (hylan g-f 20) injection, dosage regimen not provided, bilaterally (fluid was drawn from knees prior to the injection). On (B)(6) 2012, the pt experienced reaction in the right knee reported to be inflamed large knee and swollen knee. On (B)(6) 2012, the pt received a steroid injection. On an unspecified date in (B)(6) 2012, arthrocentesis of knee was done which was not cloudy. On an unspecified date in (B)(6) 2012, blood and synovial fluid culture were done which showed negative results. The action taken with synvisc one was not provided. The pt recovered from all the events. Relevant concomitant medications were not provided. The intensity for the events was not provided. The reporting physician did not provide the relationship between synvisc one and the events.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2012. Eval summery: the production and quality control documentation for lot # q1218, with expiration date (2015-03) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. MFR's comment: the benefit-risk relationship of the product is not affected by this report.